Event description:
Boston scientific received information that this dextrus atrial lead was experiencing capture issues and therefore, a lead revision was performed. No adverse patient effects were reported. The lead was successfully repositioned and remains actively implanted. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.